Manufacturer narrative:
The two mounts were received for analysis at draeger. It was confirmed that the two mounts were broken where they attach to the bedrail. To assist in root cause analysis, the mounts were sent to the supplier for further evaluation. The supplier analyzed the two mounts and found that the damage may have been caused from over tightening. However based on a photo from the customer¿s site, the equipment was extended out which would reduce the weight limit. Per the mount clamps installation instructions, when the docking station, along with the m540 device and additional accessories are mounted 6 inches away from the bedrail clamp, the weight limit is reduced to 10lbs. When the mounting and accessories are 12 inches out from the bedrail, then the weight limit is reduced to 5 lbs. The type of damage incurred at the lip of the mount is more consistent with weight greater than the specified limits. Examples would include hanging cables or applying additional weight (such as being leaned on) causing weight limit to be exceeded. The IFU provides a caution statement: install accessories to the basic device in accordance with the instructions for use of the basic device. Make sure that there is a safe connection to the basic device. Strictly observe instructions for use and assembly instructions.

Event description:
See initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that two vesa 75 mount clamps broke during use. There was no patient injury reported.